Event description:
It was reported to philips that the ECG leads were too stuck on to be removed from the infant without injuring skin integrity after several products were used to try to remove them.

Manufacturer narrative:
FDA procode updated based on information known at this time. Catalog item ID is unknown and unable to acquire through follow up activities.

Event description:
It was reported to philips that the ECG leads were too stuck on to be removed from the infant without injuring skin integrity after several products were used to try to remove them. The device was in use at time of event, it was reported there was a small abrasion to the infant's skin. Per gfe response there was no medical intervention.the user tried several products to remove the leads from the skin of the infant. The leads were not available for evaluation. No further information was provided. The customer were provided with replacement ECG leads.